Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction from the nickel in the device. Follow up indicated that the patient's physician recommended the patient take a 'basic allergy medication'. The patient indicated that she took benadryl and the reaction resolved.